Manufacturer narrative:
(B)(4). Date initial report sent: (B)(6) 2010.

Event description:
Procedure type: laparoscopic adrenalectomy. According to the rptr: during the procedure, abdominal air could not be maintained. A scratched part was found on the sealing part. Used other device. No bleeding. Nothing fell into the pt cavity. No tissue damaged. Not extended more than 30 minutes. No pt info available. No pt injury was reported.